Event description:
It has been reported to us that during the initial inflation the balloon ruptured before reaching 7 atm, inside the pt. No issues with the pt.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.